Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system outside of procedure. It was reported that, ¿I completed a registration in spine with a ppb and resin head. Then I went into cranial, selected the resin head exam and noticed that I could jump to navigate immediately. I went to navigate. Since I thought that was odd and went to the registration task. The software went from showing the stored points, to clearing the points and then did not allow me to go to navigate again. I went back into spine and attempted to proceed to navigate but I could not since those points were now removed.¿ no patient was present.